Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a third overdischarge condition and an end-of-service (eos) message seen on their neurostimulator that was implanted on the left side (patient had 2 device systems). Patient compliance was noted as the reason for the 3 overdischarges. Follow up information indicated that the patient had their rechargeable neurostimulator replaced with a non-rechargeable model and was noted as "doing great".